Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set cracked. The clearlink was hooked up to a one link set which was hooked up to a central patient line. The nurse investigated the sets after the baxter pump alarmed for an occlusion. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a onelink IV connector cracked. The onelink was hooked up to a clear link solution set and a central patient line. The crack caused the baxter pump to have an occlusion alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.